Event description:
Carefusion received user facility medwatch that states, "I came in to give my patient a breathing treatment and noticed that since the last time I was in the room that there was a bubble humidifier now set up. I also noticed that it was not bubbling and the patient was on four liters which would normally make it bubble at the full level. I took it off the flow meter to verify that the seal was punctured and indeed it was not. It looked as if it was because the screw on and all the pieces matched and were flush, however the seal had not been punctured and the patient was not receiving oxygen. I told the nurse and also educated her about this defect in the product. Minor injury. Bubble humidifier issues consistent with previous devices. Phone call was made to vendor representative regarding issue. Device was a teleflex aquapak bubble humidifier; carefusion spike cap (cat #alp2002)." Customer provided additional patient details upon follow up: patient (B)(6), diagnosis: colon cancer, patient was being treated for small bowel obstruction.  No additional relevant medical history including preexisting medical conditions were provided. The minor injury noted in the initial event was the patient was hypoxemic for approximately 20 minutes.

Manufacturer narrative:
(B)(4). The customer has indicated a return sample is not available for evaluation. Upon completion of the investigation, a follow up report will be sent to the FDA.

Manufacturer narrative:
(B)(4) results of investigation: a return sample was not available for evaluation. Additionally, the lot number of affected product was not known, and therefore, a device history review could not be performed. Carefusion reviewed the instructions for use and discovered that it was not specified that the adapter should only be used with the carefusion prefilled humidifier bottle. The product is not intended to be used with other manufacturer¿s bottles. The cause of this failure was using the alp2002 adapter with another manufacturer¿s product. As a correction, we have updated the instructions for use to include the indication that the alp2002 adapter should only be used with the carefusion prefilled humidifier.